Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right internal carotid (ica) artery. The max diameter was 10mm, and the neck diameter was 7mm. The landing zone was 4mm distal and 4mm proximal. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment was not administered. It was reported that the distal end of the pipeline could not be opened upon the initial deployment of the stent at the ica terminus. The pipeline was not positioned in a bend, and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. Another stent was used, and the pipeline was removed. The patient did not experience any injury or complications. Angiographic results post procedure showed the aneurysm was fully stagnated. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Product analysis #706845609:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex shield was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were opened and frayed. However, the cause for failure to open could not be determined. Possible causes of failure to open includes vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. The customer reported that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. In the event, the damage to the braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.